Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was tilted in a patients right eye on a postoperative exam. The patient had to have another surgery to reposition the iol. The surgeon stated the lens is in good position. Additional information has been requested.